Manufacturer narrative:
(B)(4).this is a report of the patient having improperly disconnected from the set-up which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of three of peritoneal dialysis therapy. The technical service representative (tsr) had the patient close all clamps and cycle the power on the device to clear the alarm. The tsr walked the patient through the end of therapy procedure. The patient wanted to finish manually. During troubleshooting, it was discovered that the patient disconnected from the set without following proper disconnect procedure and reconnected. The tsr reviewed proper procedure with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.